Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic (fo) cable was not being used when the patient arrived from the cath lab. Once in the ICU, the customer went to connect the fo cable for the first time but the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was instructed to check for visible kinks in fo cable and unplug/ re-connect it, but neither were successful. They were then walked through transducing the inner lumen which was functioning and per the customer yielded a quality arterial pressure (ap) waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6) cvicu manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
Correction to indicate device was not returned. (It was put in wrong box by hospital.) Based on serial number of iab noted during evaluation, the iab returned is actually for mfg report number 2248146-2022-00796. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.